Manufacturer narrative:
Engineering developed a corrective action. The corrective action is being deployed at customers on their systems.

Event description:
This supplemental report is submitted in response to new information.

Manufacturer narrative:
The issue was investigated and engineering determined that while navigating through a patient's past history tab on ecaremanager's patient registry using a certain workflow, the screen would get out of sync by showing the prior patient's past history information. The code was reviewed and determined to be limited to v.4.0 and v.4.0.1. All evaluation information will remain on file in quality and regulatory.

Event description:
User facility reported that when the user went into the patient's registry tab in ecaremanager, they are not seeing the data of the patient they are viewing; it shows a different patient's data. The clinician immediately recognized the discrepancy and reported it. The clinician did not report harm to the patient with respect to this issue.